Event description:
It was reported by the service center, that the ventilator shut down with an audible alarm while connected to a pt. The ventilator would not power back up after the reported event. No reported harm to the pt.